Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 3fr sl groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing just distal of the strain relief sleeve. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 11/19/2025: the damaged section of the catheter has been cut out and removed. The patient was not injured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a catheter was inserted in a pediatric leukemia patient in june this year. Today it was discovered that the external connection at the catheter insertion site was exposed and initially leaking fluid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.